Event description:
It was reported that at the beginning of a prostatectomy procedure, the device remained in closed position. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.